Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient's parent reported that the patient experienced a skin reaction with an infection which occurred 10 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, and an infection at the needle puncture site. Photo was provided. On (B)(6) 2024, the parent consulted a pediatrician who prescribed an oral antibiotic medication (cephalexin 500 mg, three times per day for 7 days) for the infection. The parent confirmed no laboratory test was provided to diagnose the infection. At the time of the (B)(6) 2024, technical support follow up phone call, the parent confirmed the infection resolved before they completed the course of the medication. At the time of the call, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.